Event description:
Six hours after the catheter insertion no wave form was obtainable. The patients cvp was recorded. However pa pressure nor pcwp could be assessed due to lack of wave forms. Pa catheter needed to be removed. A new catheter needed to be reinserted.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, manufacturing, mechanical problem. Conclusion: device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.